Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Peeling of the adhesive part of the bending section cover was noted. Additionally, the adhesive part of the objective lens and the lighting lens had come off. The flexible tube of the insertion section was crushed. Corrosion was found on the operating part. Liquid leakage was observed in the grip part. Scratches were found on the grip and the eyepiece. The angle lever was dirty due to handling. Scratches were found on the up/down knob. Peeling marks were noted on the fixed ring. There was peeling of the indicator on the base of the light guide mounting part. Label on the operation part was peeling off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported damage to the fixed part of the bending section cover of the tracheal intubation fiberscope. The device was returned and an evaluation revealed, the coating of the image guide (ig) coil was peeling off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube was peeled off by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.